Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that a posterior needle-to-cuff miss occurred during needle deployment as evidenced by the posterior cuff remaining in the posterior foot pocket. The posterior needle tip was bent and there was a needle strike mark observed at the posterior portion of the foot. This is consistent with the posterior needle striking the posterior foot during needle deployment, resulting in a bent posterior needle follower at the proximal end. Because the posterior needle did not engage with the posterior cuff as intended, the posterior cuff was not ejected from the posterior portion of the foot as designed. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the link detaching from the swage end of the anterior cuff as observed. The posterior needle-to-cuff miss and subsequent link detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the access site. The detected bent actuator wire that prohibited the lever from being closed to retract the foot is consistent with post-procedure manipulation; therefore, not considered a failure mode of the device. Possible contributing factors for the needle deflection that resulted in the posterior cuff miss and subsequent link detachment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During lab testing, the needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel, which met the manufacturing criteria. The reported challenging anatomical conditions of mild tortuosity and calcification could have contributed to the posterior needle-to-cuff miss, but this could not be confirmed. However, the instructions for use, state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no definitive evidence in the evaluation of the returned device to suggest that the needles were not deployed at 45-degree angle or the device was twisted and/or rotated during the needle deployment which could have contributed to the posterior needle-to-cuff miss. Although, there was no definitive evidence in the reported information or evaluation of the returned device to suggest incorrect deployment technique, based on the reported challenging anatomical conditions and successful test of the devices needle trajectory in the lab and during manufacturing, the probable cause for the posterior needle-to-cuff miss and subsequent link detachment from the anterior cuff is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure was attempted of a mildly tortuous and mildly calcified common femoral artery with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needle. Manual arterial compression was applied to achieve hemostasis. The physician was reportedly in-training in the use of the proglide device. There was no reported adverse patient sequela. Though requested, no additional information was provided.